Event description:
A consumer implanted for spinal pain reported that in (B)(6) they started experiencing stimulation in the wrong location; it was going down their right leg to their ankle which wasn't where they needed it to go. The consumer was looking to meet with the manufacturer's representative (rep) for reprogramming. No traumas or falls were reported related to this issue. The rep. Later reported, three weeks ago, the consumer noticed an increase in pain in the middle of the night. When they turned stimulation up they only felt it in their right leg, not their right back. The existing group a with the sensor had an upright setting at 1.4 and perception was 3.2, using the top three contacts of the right column of the lead. It was noted previously the consumer only felt stimulation in the right lower back, not their leg. Many reprogramming attempts using the right column of the lead resulted in stimulation in the right hip/groin to foot and not in the back. Two groups were added with sensor and the consumer was encouraged to try these groups. The consumer was going to follow-up after trying these programs and to let the rep. Know how their pain was. It was unknown if the issue was resolved at the current time.

Event description:
Additional information received from the consumer reported that steps taken to resolve the stimulation in the wrong location included trying a lot of settings; it still did not work on the patient¿s hip. The patient was told to see how it worked in two weeks. The patient had her settings on f; stimulation was still in her leg and ¿it tingled some¿ on the upper part of her leg. Additional information received from the manufacturer representative reported that the patient was seen on (B)(6) 2016 to adjust settings and no product problem was determined. Another appointment was not scheduled to resolve the patient¿s stimulation in the wrong location issue as of (B)(6) 2016. It was unknown whether the stimulation in the wrong location issue was resolved as the manufacturer representative had not heard from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.